Event description:
The report received from the affiliate indicated that during preparation of the device, it was observed that the hub was cracked. No anomalies were noted when the device was initially removed from the packaging. The product was not used in the patient and was returned for analysis.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to same device class as the us distributed cypher sirolimus drug eluting stent. The device is available for analysis but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt. See scanned page.